Event description:
Pt presented to nursery for elective circumcision. Clamp was tested prior to procedure and felt to be working properly. Excessive bleeding noted after procedure due to defective clamp which failed to seal the skin edges. Pt required 2 sutures to achieve hemostasis.